Manufacturer narrative:
The customer's calibration and qc results were ok. Based on the customer's calibration and qc results, a general reagent issue could be excluded. The customer's system alarm trace was requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer adjusted various parts, performed system cleanings, and completed a hardware check. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine plus ver.2 results for three patients tested on a cobas 8000 c 701 module. The initial creatinine results were reported outside the laboratory. The customer performed repeat testing with the samples on a cobas 8000 c 502 module. Sample ID (B)(6) had an initial creatinine result of 1.28 mg/dl. The patient's creatinine result on the c 502 module was 1.02 mg/dl with a data flag. Sample ID (B)(6) had an initial creatinine result of 1.41 mg/dl. The patient's creatinine result on the c 502 module was 1.05 mg/dl. Sample ID (B)(6) had an initial creatinine result of 1.34 mg/dl. The patient's creatinine result on the c 502 module was 0.82 mg/dl. The customer determined the repeat results were correct. The creatinine reagent lot number was 562102 with an expiration date of 30-apr-2022.